Manufacturer narrative:
The lot numbers were provided for all malfunctions and a lot history review will be performed. The three samples were returned for evaluation. Detachment was identified in one of the evaluations. The remaining investigations are pending. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model, u81502h30, pta dilatation balloon catheter, allegedly experienced detachment of device or component, and a packaging issue. This information was received from multiple sources. The malfunctions did not involve patients.

Manufacturer narrative:
H10: the lot numbers were provided for all malfunctions and a lot history review will be performed. The three samples were returned for evaluation. Three malfunctions were confirmed for detachment of the device and a packaging problem. One malfunction was also confirmed for 1069 - break. Based upon the available information, a definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model, u81502h30, pta dilatation balloon catheter, allegedly experienced detachment of device or component, and a packaging issue. This information was recieved from multiple sources. The malfunctions did not involve patients.